Manufacturer narrative:
Pt info: unk. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter stated that a 13.2mm,micl13.2, -10.50 diopter, implantable collamer lens was inserted, it would not unfold. It was reported that the lens was removed and discarded. If additional information is received a supplemental medwatch report will be submitted.